Event description:
It was reported that there was a por (power on reset) condition with the error code 0x0. After clearing por, the reporter did reset clock and patient settings appeared to be intact. A loss of efficacy occurred which was unrelated to stimulation therapy. The patient had loss of therapy (return of tremor) about 3 weeks prior to the report. There were no falls, trauma or medical procedures, however, the patient had been traveling to (B)(6), and was in (B)(6) a few days before this occurred, but then it was noted the patient traveled frequently since the implant. A skin biopsy was performed but no cautery was used. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v798534, implanted: 2011-(B)(6), product type lead, product ID 3387s-40, lot# v798534, implanted: 2011-(B)(6), product type lead, product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).